Event description:
The custmer realized that his blood glucose reading was 9.3, and he wanted to know if his meter was reading correctly. The units of measure were explained, and the customer was able to reset the meter to mg/dl with assistance. The customer did not adjust medication or allege any adverse evnets. The customer was satisfied, and no product will be returned for evaluation.